Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated umbilical hernia. Postoperative diagnosis: strangulated paraumbilical hernia. Operative procedure: paraumbilical hernia repair with small bowel resection. Anesthesia: general. Operative findings: about 2 cm size strangulated hernia just above and lateral to the right side of the umbilicus. The umbilicus was intact with strangulation with small bowel gangrene in a small segment. There was no perforation or peritonitis. Limited exploration of this area was normal. Description of procedure: ¿after satisfactory general endotracheal anesthesia was obtained, the abdomen was prepped and draped in sterile fashion. The upper midline incision just above the umbilicus was made about 4 inches long and down to the umbilicus. The incision was carried down through subcutaneous tissue and fascia. The fascia was dissected from fatty tissue until we reached the hernia. The hernia sac was dissected from the fatty tissue and down to the fascia and around to the sac. It was completely detached from the subcutaneous tissue. The sac was opened. It was tight at the ring. The hernia ring was then enlarged upward until pressure was released and the hernia sac was opened. The small bowel, 1 segment in the sac, was found to be gangrenous, dark in color. No peristalsis, but there was no perforation. Resection of this part of the bowel was required, so a small window was made to the proximal part of the bowel. The gia-55 was used to divide the bowel. The same was done in the distal part of the gangrenous segment. The mesentery was divided with the gia-55 vascular stapler. Specimen was removed. Bowel-to-bowel anastomosis was then carried out using the gia-55 and the opening from the gia-55 was closed with the gx-60. The staple line was suture reinforced with 3-0 silk interrupted stitch, and the mesentery was closed with 3-0 silk interrupted stitch. The bowel was then pushed back in the abdomen. The peritoneum was closed with 3-0 vicryl. A subfascial preperitoneal layer was created and dissected until adequate room was obtained. A phs mesh medium size inlay was placed at the preperitoneal space which was dissected previously. The outer layer was laid over the fascia and the mesh was suture-anchored to the fascia with 0 prolene interrupted stitch. The area was then irrigated well with normal saline and with betadine solution. The fascia was closed with 0 prolene interrupted stitch until the column of the mesh was snug against the defect. The mesh was then anchored to the fascia with 0 prolene interrupted stitch. After irrigation the subcutaneous tissue layer was closed with 3-0 vicryl interrupted stitch and the skin was closed with staples. Dry dressing was applied. The patient tolerated the entire procedure well and left the operating room in good condition. Estimated blood loss was minimal.¿ on (B)(6) 2007 (B)(6) medical center. (B)(6), md. Pathology report. Accession number: (B)(6). Clinical information: pre-op diagnosis: umbilical hernia (incarcerated). Surgical procedure: umbilical hernia repair (incarcerated). Surgical specimen: a) umbilical hernia sac. B) small bowel. Surgical pathology diagnosis: a) umbilical hernia sac: consistent with hernia sac. Small bowel anastomotic donut. B) small bowel: small bowel with marked ischemic changes. Surgical gross description: specimen a is received in 10% neutral buffered formalin labeled ¿umbilical hernia sac¿ and consists of two irregular pieces of yellowish-pink grey fibromembranous and fatty tissue measuring 4 x 4 x 1 cm and 7 x 6.5 x 1 cm. Sections fail to reveal any gross pathology. Also present in the same container is a donut measuring 2.5 x 2 cm. The mucosa is pinkish and glistening with no gross pathology. Representative sections submitted in one cassette. Specimen b is received in 10% neutral buffered formalin labeled ¿small bowel¿ and consists of a piece of small bowel measuring 4.8 cm in length and 2.5 cm in diameter. Both ends are closed with staples. In the center of the small bowel is a hemorrhagic area measuring 3.5 cm in greatest dimension. On opening the lumen contains no material. The mucosa reveals a large hemorrhagic area involving two-thirds of the circumference measuring 4 x 4 cm. There is no evidence of tumor masses. Representative sections submitted in one cassette. On (B)(6) 2007 (B)(6) medical center. (B)(6), md. Discharge summary. Obese woman presented with severe abdominal pain, nausea and vomiting for 24 hours, sudden onset. Taken straight to or secondary to incarcerated umbilical hernia. Postoperatively patient remained stable, diet and activities were increased. Incision site remained clean, dry, intact. Considered medically stable for discharge. Instructions: activities with no heavy lifting. On (B)(6) 2008 (B)(6) medical center. (B)(6), md. History and physical. Presented with nausea, vomiting, and abdominal pain. CT demonstrated recurrent ventral hernia with partial small bowel obstruction. History: gerd, appendectomy, cholecystectomy, tubal ligation. Abdominal exam: no evidence of incarceration. Large defect in midline where previous hernia was. Assessment: large recurrent ventral hernia, reducible. On (B)(6) 2008 [missing records: records for the CT which ¿demonstrated recurrent ventral hernia with partial small obstruction¿ were not provided.] On (B)(6) 2008 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: ni [not indicated.] Postoperative diagnosis: ni. Operative procedure: laparoscopic ventral hernia repair. Assistant: (B)(6). Anesthesia: endotracheal anesthesia. Indications for the operative procedure: this is a 48-year-old female with a history of a large ventral hernia, who had a recurrence. She has had incarcerated small bowel and omentum at the time of her presentation. She now underwent laparoscopic ventral hernia repair. After explaining the procedure to the patient, proper consent was obtained. Description of the operative procedure: ¿the patient was taken to the operating room and prepped and draped in the normal sterile fashion. Three ports were placed on the left upper and lower quadrant and a large dualmesh was then placed into the abdomen. It was secured to the anterior abdominal wall with #0 prolene suture and ems surgical staples. The small bowel had to be taken down prior to repair with sharp dissection and evaluated under close evaluation with the laparoscope. The patient tolerated the procedure and was taken to the recovery room after ports were removed and the site was closed with #0 vicryl suture in a carter-thomas fascial closure device with 4-0 vicryl and dermabond. Blood loss was minimal. Complications were none.¿ on (B)(6) 2008 (B)(6) medical center. Surgery record. Implant record. Description: dual mesh. Manufacturer: gore. Manuf. Item/ catalog/ reference: 1dlmcp03. Lot number: 04562092. Expiration date: 2009-08-10. Serial number: n/a. Size: 10 cm x 15. Quantity: 1. Implant site: ventral area. Implant retrieved by: (B)(6),md. Implant reconstituted? No. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/ 04562092) was implanted during the procedure. On (B)(6) 2008 (B)(6) medical center. (B)(6), md. Discharge summary. Discharge diagnoses: incisional hernia with obstruction, esophageal reflux, morbid obesity. Presented to emergency room with nausea, vomiting and abdominal pain. Admitted and made n.p.o. [Nothing by mouth], initiated on IV fluids, placed on zofran, reglan and ng tube to intermittent suction. No complications following hernia repair. Remained stable, afebrile with clean, dry, intact incision. Much improved-medically stable for discharge to adult living facility. Instructions: percocet as needed for pain, continue on regular diet, no heavy lifting. On (B)(6) 2009 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated hernia, recurrent, status post placement of mesh. Postoperative diagnosis: incarcerated hernia, recurrent, status post placement of mesh. Operative procedure: removal of old mesh and repair of ventral hernia with mesh of sepramesh composite bared [sic] 6 x 8 was placed. Assistant: ms-3. Anesthesia: general endotracheal. Estimated blood loss: negligible. Indications for the operative procedure: the patient has a recurrent hernia, which is symptomatic. She has previously undergone repair by another surgeon and mesh was placed, but this has failed and a new mesh will be placed now. She is morbidly obese and has a significant amount of incarcerated tissue here with symptoms. Pathological findings: nearly all of the entire mesh and the hernia sac were removed with incarcerated omentum. Then adhesions in the undersurface of the abdomen were taken down. A large 6-inch x 8-inch sepramesh was placed and secured with fascial staplers in its periphery and then the fascia was then mobilized and closed over this. Description of the operative procedure: ¿the patient was taken to the operating room and placed supine on the operating table. She was given sedation, intubated, and prepped and draped for the procedure planned. The prior incision was made and extended. Dissection was taken to the level of the anterior fascia and above the prior placed mesh and we entered the abdomen. We were then able to identify the sac, open the sac, and this was quite a tedious dissection. We were able to eventually release all the subcutaneous tissue from the hernia sac and this was removed. Then we were able to basically chop out the old mesh and take the adhesions off it. Then the ___ [sic] were placed on the abdominal wall and the ___ [sic] sharply. Once this was completed, a 6 x 8 sepramesh was placed in and stapled to the anterior abdominal wall posteriorly with the fascial stapler in a 360-degree fashion. Once this was completed, the fascia was recreated in the midline with interrupted #1 ethibond sutures. We did have to mobilize some of the rectus sheath and basically separate it as a partial separation of components to recreate the midline. Once this was completed though, the patient had the area copiously irrigated. A drain was placed. The deep layer was closed with a 2-0 vicryl stitch and the skin was closed with clips. Sterile dressing was applied. We will follow the patient up in a few days in the clinic.¿ on (B)(6) 2009 (B)(6) medical center. Surgery record. Implants. Davol/ bard mesh 6 x 8 ii sepra. On (B)(6) 2009 (B)(6) medical center. (B)(6), md. Pathology report. Accession number: (B)(6). Clinical information: pre-op diagnosis: incisional hernia. Surgical procedure: repair of incisional hernia. Surgical specimen: mesh and hernia sac. Surgical pathology diagnosis: mesh and hernia sac: benign fibromembranous tissue consistent with hernia sac. Mesh material. Surgical gross description: specimen is received in 10% neutral buffered formalin labeled ¿mesh and hernia sac¿ and consists of an irregular piece of bluish-pink fibromembranous and fatty tissue measuring 10 x 7 x 1.5 cm. The intact mesh measures 12 x 3.5 cm. Representative sections of the tissue are submitted in one cassette. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 04562092. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.